Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of (B)(6) 2016. Initial reporter phone #: (B)(6). Results: bd did not receive a sample for evaluation, a photo was received which showed blood leakage from the hub. A DHR review was not required for this lot, as CAPA# 42297 is open for this failure mode and lot number. Conclusion: confirmed complaint. Bd was able to confirm the customers' indicated failure mode in this instance of cracked hub, by photo analysis and CAPA involvement. Refer to CAPA# (B)(4). The suspected root cause is a buildup of 100% silwet l-8620 and cross contaminated between the wing feeder and the fgl. The results of experiment pbbcs15-001 indicate that silwet l-8620 contamination was causing the female luer to crack. Refer to CAPA# (B)(4).

Event description:
It was reported that there were issues in 3 of the 5 white luer adapters used, from bd vacutainer® winged safety pbbcs (23g x .75") samples. Hubs were cracked, which caused leakage. No serious injury, blood to mucous membrane exposure or medical intervention was reported.